Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by arthrosurface or its employees that the report constitutes an admission that the device, arthrosurface, or its employees caused or contributed to a potential patient event documented on this report. On 19september2024 arthrosurface received an unsolicited report from a distributor stating that during a reverse shoulder procedure on or about (B)(6) 2024 on a patient (age & demographics unknown) the hcp could not get the glenosphere component to connect with the baseplate. It was not reported how the procedure was completed, however the hcp did report that there was no negative impact to the patient. There was a ~15 minute delay in the procedure. The device was requested to be returned to the manufacturing plant for analysis. Additional information was solicited. This is one of two reports (one report for each suspect component) being submitted for the same event.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant. Supplemental report: the reported event is confirmed. The cause of the reported event was traced to manufacturing. The suspect device was returned to the manufacturing plant for analysis. A visual inspection confirmed that the part did not receive the 2nd finishing machining sequence which removes the material for the final taper around the dimple of the surface of the uncoated side of the component. The taper was found to be oversized. A ncmr was initiated at the manufacturing plant. Inventory was placed in quarantine for a 200% re-inspection to identify the same nonconformance. A complaint and corrective action was initiated at the manufacturing plant to document the investigation. Additionally, a health hazard analysis was initiated to address any potential impact of the device in the field. A review of the batch record was performed and there are two nonconformances documented in the manufacturing record. The nonconformances were not related to the reported event. A three-year retrospective review of all nonconformances was performed. There was no nonconformances related to the reported event. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by arthrosurface or its employees that the report constitutes an admission that the device, arthrosurface, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 arthrosurface received an unsolicited report from a distributor stating that during a reverse shoulder procedure on or about (B)(6) 2024 on a patient (age & demographics unknown) the hcp could not get the glenosphere component to connect with the baseplate. It was not reported how the procedure was completed; however, the hcp did report that there was no negative impact to the patient. There was a ~15 minute delay in the procedure. The device was requested to be returned to the manufacturing plant for analysis. Additional information was solicited. This is one of two reports (one report for each suspect component) being submitted for the same event.